Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver (nd) instrument had a broken cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage out of the ordinary was noted. The surgical task being performed when the issue occurred was suturing. The instrument did not collide with any other instrument or tool during the procedure. There was no issues related to opening/closing of the grips; related to left/right (yaw) motion of the grips and related to up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument however unsure if protruding cable(s) one(s) that controls opening/closing of the jaws or protruding cable(s) one(s) that controls up/down motion of the wrist. No fragment's fell into patient's anatomy. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the mega suturecut needle driver instrument to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.